Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that on wednesday morning the patient charged their ins to 100%. After the ins was charged the patient went to pick up a box that was around 100lbs and felt sheer pain in their back. The pain did not go away and the patient noted it was like old times.  The next morning the patient saw on the controller that the ins was off. The patient inquired whether physical exertion could have caused the ins to turn off. Device expectations were reviewed. The patient checked their ins and the charge was still at 70% when they normally had to charge every other day. It was mentioned the patient let the controller deplete pretty far and they believed the ins may have gotten low enough to turn off but was not sure. The patient was in a lot of pain and stated they would continue to monitor and call their healthcare provider if necessary.